Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 115" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch reports the evaluation of the device. This supplemental medwatch report also corrects information submitted in the initial medwatch report. Please reference sections d1 updated, d4 model number updated, d4 catalog number removed, d4 primary UDI number updated. Evaluation results: the device was evaluated by zoll medical canada; the customer's report was duplicated and attributed to the pace/defib engine board. The pace/defib engine board will be replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for reports of this type has not identified an increase in trend.